Manufacturer narrative:
(B)(4). Date sent: 7/29/2024. B3: event year only reported: 2024. D4 batch #: t94y77. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: visual analysis of the returned sample revealed that the device was received with the nose cone and transducer disassembled. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the nose cone detached. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch t94y77, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device has paint chipping and is not working. No patient harm was returned.